Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator failed during system pressure testing due to exhalation autozero solenoid cannot open (3142). The customer reported there was no patient involvement.